Event description:
The report received indicated that during a carotid artery stenting the angioguard's delivery and the stent placement were successful. After the procedure, the pt had a stroke and hyposthenia in the contralateral right upper extremity. After that, MRI confirmed that there was high intensity on the place of left hemisphere. The pt was treated with pharmacologically; the pt recovered in three days and was discharged. Further info indicated that the physician thinks the adverse event happened on approaching to the target lesion because the symptom appeared in the contralateral lesion. The target lesion was the right internal carotid artery, the vessel was not calcified, tortuous and presented 99% stenosis.

Manufacturer narrative:
The product is not available for eval. This is one of two products involved in the same pt and reported under mfg numbers: 1016427-2008-00248. Additional info will be submitted within 30 days upon receipt.